Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact alleged that a bolus of 11 units had been delivered by the pump. Review of the pump bolus history by tandem technical support showed that the pump screen was unlocked by the customer and a carbohydrates value of 184 grams was entered and the pump requested a bolus dosing of 25.48 units based on the bolus calculator. Due to the customer's maximum bolus setting being at 11 units, a bolus of 11 units was requested and delivered by the customer. There was no reported impact to the customer's blood glucose level. The contact acknowledged that the pump was functioning as intended and that the bolus had been initiated due to the customer rolling around while asleep. Additionally, the contact reported that the pump feature lock would be turned on prior to the customer going to sleep to prevent the reported event from reoccurring.